Event description:
It was reported that the device would not power on which does not charge. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿device won¿t power on¿ was confirmed. Power cord was tested for an output voltage reading of 120vac but showed only 0.5vac. Original power cord was swapped for a known-good one and the unit could receive ac power as expected. ¿ on 07-nov-2024, pcu device was received unboxed and with paperwork. ¿ external investigation did confirm the reported problem. ¿ internal investigation was not deemed necessary. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace faulty power cord. ¿ failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex a: a0401. Annex c: c07. Annex g: g02026. Annex a: a0705. Annex c: c0201. Annex g: g02002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿device won¿t power on¿ was confirmed. Power cord was tested for an output voltage reading of 120vac but showed only 0.5vac. Original power cord was swapped for a known-good one and the unit could receive ac power as expected. On 07-nov-2024, pcu device was received unboxed and with paperwork. External investigation did confirm the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace faulty power cord. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on which does not charge. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on which does not charge. There was no reported patient involvement.